Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in six segments for analysis. Final analysis found external insulation abrasions were noted at 6.5-7.2cm and 6.8-7.4cm from the proximal end of svc shock coil, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasions were noted at 7.5-13.2cm and 8.2-12.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.